Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: scs-linear leads, model: sc-2317-70, serial: (B)(4), batch: 7079392; product family: scs-linear leads, upn: scs-linear leads, model: sc-2317-70, serial: (B)(4), batch: 7079516; product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na, batch: 28820375.

Event description:
It was reported the patient experienced fever, with pain and poor healing on the gluteal part of the implantable pulse generator (ipg) pocket site. Cultures taken were positive for staphylococcus aureus. The patient was prescribed antibiotics and underwent a procedure where the entire spinal cord stimulation (scs) system was removed. The patient did well postoperatively with the fever having dissipated. The devices were discarded by the facility and were not returned for analysis.